Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the reported issue and verify the event in the log files. The illuminator was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported problem. The illuminator was installed into an in-house test system, and it failed to power-up with an error 48238 displayed.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, error 48238 occurred and the illuminator lost power. The customer power-cycled the system; however, the error persisted. The customer made the decision to convert the procedure to traditional laparoscopic techniques using a third-party endoscope/camera with no patient injury reported. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information. Prior to the procedure, the system powered on normally and system functionality was checked with no issues found. The customer contacted support at the time they experienced the problem. The illuminator failure was confirmed and persisted after a few restarts. The hospital does have an external laparoscopic illuminator available. The procedure was near completion with a few steps remaining and completed with no patient harm.